Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a health care provider reported on behalf of a patient that her humapen luxura hd was not working. The patient's mother experienced difficulty priming the device and noted air bubbles in the cartridge. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured november 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. A complaint history review of batch (B)(4), in conjunction with batch threshold review, did not identify any atypical trends with regard to dose accuracy. One insulin cartridge was returned. The cartridge appeared normal and no atypical trends were observed. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a nurse diabetic educator, via sales representative, who contacted the company to report an adverse event and product complaint, concerned a 5 year old female patient of unknown origin. Medical history was reported as none. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog; cartridge) via humapen luxura at 1 unit per 20 grams of carbohydrates, subcutaneously, three times a day before meals for treatment of type 1 diabetes mellitus, beginning on (B)(6) 2013. While taking insulin lispro the patient experienced high sugars; blood sugar 350s (unit not provided). It was reported that the patient became ketoned. It was reported that the issue was due to cartridge failure. It was reported that the patient was given an injection yesterday and noticed that the numbers were kind of high. The patient primed the cartridge again and it began to spurt, but did not give a full stream when priming. It was reported that the patient began to use a back up vial and syringe to provide injections, which resulted in increased blood sugar and urine positive for ketones around (B)(6) 2013, three days from onset. The reporting nurse diabetic educator considered the event of urine positive for ketones serious for other medically significant reasons. The patient was treated at home with insulin lispro from another unused vial (unknown lot) and the ketones resolved. The outcome of the increased blood sugars was unknown. It was reported that the patient placed the cartridge in the back up pen and the same thing happened; cartridge primed fine and began to spurt and producing a full stream of insulin. It was reported that the patient noticed a lot of tiny air bubbles in the faulty cartridge; appeared to be six large air bubbles. It was reported that the patient tried to prime the air bubbles, but was unsuccessful (product complaint 2983288, lot c232046a). No additional information was provided. Insulin lispro was continued. The case included a suspect humapen luxura half dose device (associated product complaint number 2983294, lot number 1211g04). Training status and general and suspect device duration of use was not provided. No evidence of improper use or storage. The device was not returned. The reporter provided a relatedness assessment of related, according to caller. Update 08aug2014: additional information was received from the initial reporter on 21jul2014. Added: additional contact information for the initial reporter, route of administration for insulin lispro and onset date for the event of ketones. Removed the suspect humapen luxura device tab not associated with a product complaint and added the lot number 1211g04 to the suspect humapen luxura device tab associated with product (B)(4). Updated the start date for insulin lispro, updated the event of acetonaemia to ketone bodies positive in urine and marked serious for other medically significant reasons, therefore upgrading the case from non-serious to serious, updated the outcome from unknown to recovered and updated the narrative with the new information. Update 12aug2014: upon review of this case on 12aug2014, the case was opened to update the EU/ca and medwatch fields. Update 27aug2014. Additional information received 26aug2014 from the global product complaint system. To the device page changed improper use and handling from yes to no, manufacture date, updated the device specific safety summary, EU/ca fields, medwatch fields, and updated the narrative accordingly.

Event description:
(B)(6). This spontaneous case, reported by a nurse diabetic educator, via sales representative, who contacted the company to report an adverse event and product complaint, concerned a (B)(6) female patient of unknown origin. Medical history was reported as none. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog; cartridge) via humapen luxura at 1 unit per 20 grams of carbohydrates, subcutaneously, three times a day before meals for treatment of type 1 diabetes mellitus, beginning on (B)(6) 2013. While taking insulin lispro the patient experienced high sugars; blood sugar 350s (unit not provided). It was reported that the patient became ketoned. It was reported that the issue was due to cartridge failure. It was reported that the patient was given an injection yesterday and noticed that the numbers were kind of high. The patient primed the cartridge again and it began to spurt, but did not give a full stream when priming. It was reported that the patient began to use a back up vial and syringe to provide injections, which resulted in increased blood sugar and urine positive for ketones around (B)(6) 2013, three days from onset. The reporting nurse diabetic educator considered the event of urine positive for ketones serious for other medically significant reasons. The patient was treated at home with insulin lispro from another unused vial (unknown lot) and the ketones resolved. The outcome of the increased blood sugars was unknown. It was reported that the patient placed the cartridge in the back up pen and the same thing happened; cartridge primed fine and began to spurt and producing a full stream of insulin. It was reported that the patient noticed a lot of tiny air bubbles in the faulty cartridge; appeared to be six large air bubbles. It was reported that the patient tried to prime the air bubbles, but was unsuccessful (product complaint (B)(4), lot c232046a). No additional information was provided. Insulin lispro was continued. The case included a suspect humapen luxura half dose device (associated product complaint number (B)(4), lot number 1211g04). Training status and general and suspect device duration of use was not provided. If the device is returned, an evaluation will be performed to determine if a malfunction has occurred. The reporter provided a relatedness assessment of related, according to caller. Update 08aug2014: additional information was received from the initial reporter on (B)(6) 2014. Added: additional contact information for the initial reporter, route of administration for insulin lispro and onset date for the event of ketones. Removed the suspect humapen luxura device tab not associated with a product complaint and added the lot number 1211g04 to the suspect humapen luxura device tab associated with product complaint (B)(4). Updated the start date for insulin lispro, updated the event of acetonaemia to ketone bodies positive in urine and marked serious for other medically significant reasons, therefore upgrading the case from non-serious to serious, updated the outcome from unknown to recovered and updated the narrative with the new information. Update 12aug2014: upon review of this case on (B)(4) 2014, the case was opened to update the EU/ca and medwatch fields.